Manufacturer narrative:
Continuation of d11: product ID: neu_perc_extension lot# unknown , product type: extension ; product ID: 357625 lot# unknown , product type: screening device ; product ID: neu_stylet_acc lot# unknown , product type: accessory ; product ID: neu_stylet_acc lot# unknown , product type: accessory ; product ID: 041828 lot# unknown , product type: accessory ; product ID: 041828 lot# unknown , product type: accessory ; product ID: 3755 lot# unknown , product type: accessory ; product ID: 041826 lot# unknown , product type: accessory ; product ID: neu_wrench_acc lot# unknown , product type: accessory ; product ID: 355018 lot# w60361 , product type: accessory ; product ID: 3889-28 lot# 0215073308 , product type: lead. H3 device evaluation: analysis of the lead found no significant anomalies; the lead body was cut-through/segmented. Analysis of the extension found the #0 conductor wire was kinked at the edge of the #0 connector block, indicating the connector block was twisted in the molded rubber. H6: please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60361, product type: accessory. Product ID: 3889-28, lot#: 0215073308, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4), country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold js 10/18it was reported the lead ¿did not respond¿ during intraoperative testing performed during the implant operation on (B)(6) 2018. Clarification was sought as to how specifically the lead ¿did not respond;¿ however, follow-up received noted this was ¿unknown.¿ the lead was replaced at the time of the procedure and the operation was completed. The patient was in ¿good condition¿ at the time of report. The cause of the issue was unknown. There were no complications reported or anticipated.